Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006, in which the physician placed a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the mildly tortuous, mildly calcified, mid diagonal (dx) artery. A 2.0x12mm minivision was also placed distally overlapping the taxus in the dx. Medications used during this procedure include; lovenox, integrilin and plavix. Plavix and aspirin were prescribed post procedure. Pt status post procedure was satisfactory. In approx six months later, 4 days after discontinuing plavix, the pt presented with chest pain and nstemi. A thrombosis was diagnosed in the overlapped segment and down into the dx artery. The thrombosis was treated with a balloon, unknown type and size. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hosp, and the stent remains implanted in the pt. Therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.